Event description:
The customer reported an intermittent black artifact bar in the image. It is possible that the image was retaken, resulting in additional radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4). The service engineer could not reproduce image artifact. As a preventative measure, he reseated the connector and the unit was monitored and tested for 2 days. The service engineer performed calibration and self tests. (B)(4).